Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws could not be opened after applying to the ima vessel. The surgeon cut the tissue surrounding the jaws to remove the device. There was no tissue damage or blood loss.